Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible on the hub, shaft, balloon, and in the guide wire lumen. There was contrast on the shaft. This is consistent with handling and the sds advanced partially over the guide wire. There stent was dislodged from the balloon, confirming the reported information. The first six rows of distal struts were flattened. The first two rows of proximal struts were slightly flattened. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends throughout the entire length of the hypotube. The bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. The proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal outer diameters could not be measured due to the damage noted. Factors which may contribute to resistance with a guiding catheter during advancement include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. The guiding catheter used during the procedure was not returned, and therefore it could not be determined how it may have contributed to the difficulties experienced. It is possible the stent became damage during advancement in the guiding catheter, as no damage was noted during the inspection prior to use. The damaged stent would further contribute to the reported resistance with the guiding catheter. Additionally, an interaction with the damaged stent and guiding catheter could have then contributed to the stent dislodging. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have also contributed to further damaging the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulty advancing the sds through the guiding catheter, stent dislodgement, and noted stent damage could not be determined. All stent delivery systems are 100% visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the right coronary artery, predilatation was performed and an attempt was made to advance the rx promus stent system. Resistance was felt and the stent dislodged from the balloon in the viking guide catheter outside of the anatomy. The procedure was successfully completed using a 3.5x18 promus stent system. There was no adverse patient effect. Thought requested, additional information was not provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.